Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(6). A ptc (product technical complaint) has been initiated for this report: (B)(4). A nurse reported that a patient (nos) was injected with sculptra (poly-l-lactic acid) two years ago and experienced sharp nodules inside their mouth. The nodules can not be seen, but are very sharp and irritating to the patient. Further information has been requested. Addendum for follow-up received on (B)(6) 2008: global ptc #(B)(4) results: brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the the blade broke on device. The piece of blade was able to be retrieved through trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.